Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed an increase in pacing threshold measurements and loss of capture (loc). It was suspected that the lead had dislodged, although this was unconfirmed. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was explanted and replaced. There were no adverse patient effects reported.